Event description:
The customer reported that the left monitor would not turn on and they could not see the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.